Event description:
The equipment was voluntarily tagged out for service by the customer. An arjohuntleigh tech inspected the unit and found that the door did not stay up. Tech replaced the door strut.

Manufacturer narrative:
This report is being filed under exemption (B)(4) for arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). Add¿l info will be provided upon conclusion of the MFR¿s investigation.